Event description:
New information received notes that the recommended programming changes were made in march 2013. At a subsequent follow-up, post-sensed t-wave oversensing was observed on stored egms. The physician elected not to make further program changes as the ov...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow-up due to an nsln alert. Post-paced t-wave oversensing was observed. Programming changes were recommended. The device remains implanted.